Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample and pictures were provided for evaluation. Visual inspection of the device and the photos show physical defect along with polypropylene (fm) from the damaged plunger . A review of the device history record revealed no irregularities during the manufacture of the reported lot # 1703358p. Conclusion: no incidence has been detected during manufacturing process that could have caused this defect a definitive root cause cannot be determined. (B)(4).

Event description:
It was reported that there were plastic particles found in the barrel of a bd plastipak¿ 20 ml, non-sterile luer-lok syringe before use. No injury or medical intervention.